Manufacturer narrative:
Concomitant medical products: product ID 387445, lot# va0dc5h, implanted: (B)(6) 2013, product type: screening device; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient had a neurostimulator implanted and something strange had happened a couple of times. The patient had gone to bed with it on and could feel it was on because he could feel the stimulation in his groin and leg area. It was noted that it was very distinct and patient knew the feeling. It was noted that the next morning when the patient hooked it up he could tell it was not on and the lightning bolt was not on there and showed it was off. It was noted that this had made the patient worry that the lead maybe loose and cause ¿it to cut off when he rolled around and whatever he did not know.¿ it was noted that the patient would go to bed at night feeling stimulation and would get up the next day and checked it not feeling the stimulation. Patient¿s device was rechargeable and was implanted on (B)(6) 2013. It was noted that the device was fully charged or at least said it was. Patient spoke with the healthcare professional who thought it might be a defective battery. The device was cutting off on its own. The patient was waking up in a lot of pain. It was noted that it was not just happening in the middle of the night it was also happening in the middle of the day. Patient would plug it up to turn it up to try and ease the pain and when he would put the thing on his back there was no lightning bolt that showed that it was on. Patient had to cut it on. It was noted that patient had adaptive stimulation but was not trained on that yet. Patient was only pushing the button on the front. Patient was nervous if it was a defective battery. It was noted that the device had been cutting on and off since it was implanted but the patient did not know how many times it had happened. It had happened too many times. It was noted that when it happened on (B)(6) 2013 it was absolutely categorically cut out on its own without a shadow of doubt. It was further noted that the first time the patient had noticed it was during a period when they were recharging. The patient had only recharged a couple of times and that was the first time they had noticed it; the other times they had noticed it was when they had to move it up or down. Patient had only recharged twice. Patient thought it was off again. It was noted that the patient had not walked through the security detector at (B)(6). It was noted that it cut off again and the patient was sure that it had because the pain had come back and there was no extra stimulation in the groin area where the patient was having the pain. The patient stated ¿if there was a battery defect it may be gone completely and may not charge anymore.¿ it was noted that the patient was told that it would last about 9 years but would at some point have to be replaced. It was noted that healthcare professional thought it was a defective battery. It was further noted that when the patient interrogated his stimulator and turned it up he was able to received pleasant paresthesia. Patient seemed to be feeling better. Additional information requested but had not been received as of the date of this report.